Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen was cracked during a car accident, after which the device was nonfunctional and no longer watertight, and the user transitioned to a backup multiple daily injection regimen. Symptoms included none, and no hypoglycemia, hyperglycemia, injury, or hospitalization was reported; the user¿s blood glucose at the time was 112 mg/dl. Outcomes included temporary interruption of automated insulin delivery and replacement of the device. Investigation included collection of event details and receipt of the device for evaluation. Investigation of this device revealed physical damage to the display assembly consistent with external impact, rendering the device inoperable and unable to sync data. It was concluded, based on previously established findings for similar reports, that the cause was user-related unintentional damage due to external trauma.